Event description:
It was reported that the patient had a driveline power fault. The modular cable was disconnected and reconnected but the alarm did not resolve. The modular cable was then disconnected and cleaned at it's pump connection point and then reconnected. At this point the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted controller event log files; however, the alarm was not reproduced during testing of the returned modular cable (lot number: 7647526). The log files contained approximately 21 days of data combined (18jan2023 - 08feb2023 per the timestamp). A driveline power fault alarms associated with a power a broken fault was observed on (B)(6) 2023 from 11:22:40 to 17:08:37 due to the current sense on line a dropping below the threshold amperage. The log file captured that the driveline was disconnected on (B)(6) 2023 from 17:08:37 to 17:08:44 and from 17:10:04 to 17:10:14. The driveline power fault alarm resolved each time when the driveline was disconnected. However, the alarm reactivated on (B)(6) 2023 from 17:08:50 to 17:10:04 and on (B)(6) 2023 from 10:04:38 to 15:18:33. The log file then captured that the driveline was disconnected again on (B)(6) 2023 from 15:18:33 to 15:18:56. The driveline power fault alarm was not observed again after the driveline was reconnected on (B)(6) 2023 at 15:18:56. The pump stopped when the driveline was disconnected and resumed operation at the set speed shortly after the driveline was reconnected each time. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Additional information provided noted that the driveline disconnections on (B)(6) 2023 are consistent with the modular cable being disconnected from the controller to troubleshoot the alarm and that the driveline disconnection on (B)(6) 2023 was consistent with the modular cable being exchanged. Visual inspection of the returned modular cable and submitted picture revealed green dried substance on the bottom plate of the pins. Further inspection also revealed black dried substance on the pins associated with the pwr a and com b signals. The modular cable was then connected to a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The returned modular cable was connected to the cirris tested to evaluate the integrity of the inner wires and the modular cable did not pass. The integrity of the wires was then manually tested and no issues were observed. The corrosion on the modular cable was then cleaned. The cable was tested again using the cirris tester and passed without any issues after the connector was cleaned. The root cause of the reported event could not be conclusively determined through this analysis; however, the contamination observed inside the inline connector of the modular cable could have contributed to the reported alarm. The device history records were reviewed and the records revealed that the modular cable, lot number 7647526, was manufactured in accordance with manufacturing and quality assurance specifications. The modular cable was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
Additional information was reported that on (B)(6) 2023, the alarm returned so the modular cable was exchanged. The exchange resolved the alarms.